Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. Pump was received with cracked case at the display window corners, minor scratches on the lcd window, cracked battery tube threads, stained end cap sticker and broken belt clip slot. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and has been unable to get it to work. Customer does not recall any significant events leading to the error but stated that they wear the pump in chest area without a bra pouch or pump case. Customer's blood glucose was 338 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.